Event description:
It was reported that the ventilator generated technical error codes indicating a turbine module communication error, power error and communication error. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially, it was reported that the device generated the communication error. Identification of issue has been done by analyzing problem description, device's logs, attached photos and related support case. There was no patient harm reported. According to the information provided by the technician, the software version has been updated to 4.4, but communication error did not disappeared. In addition, more technical errors appeared indicating power errors and turbine module communication error. Finally, the printed circuit board (pcb) dc/dc & battery control has been replaced. The issue has been resolved and the device was delivered to the user in working condition. The main functions of mentioned board are on/off control, control of the battery modules, control of fans and connection to the user interface. It also supplies required internal voltages. The evaluation of provided device's logs confirmed the occurrence of the reported technical errors. However, more power errors have been found in log files. The issue was reported to competent authority as power errors and turbine module communication error may lead to stop of ventilation. The root cause for the reported problem could not be determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 06/15/2020. Corrected manufacture date: 06/11/2020. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.